Event description:
It was reported that the patient underwent an ams700 inflatable penile prosthesis revision due to unknown reasons. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, a supplemental report will be submitted.